Event description:
Customer reported her meter sends her blood glucose over to her insulin pump fine, but when it appears on the insulin pump the font is small and difficult to read. The font was not like this before. Customer called last week about the issue and was sent a new meter, but the issue persists. The insulin pump is being replaced. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.